Event description:
It was reported that during the bony reattachment of the ulnar collateral ligament, the sutures detached from the anchor when the handle was pulled off. The movement occurred without the application of force. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-1318ft). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.